Event description:
The customer contact reported the semi-rigid adapter of the secondary port was cracked; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, via a plum pump. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from a crack int he semi-rigid adapter of the secondary port on the cassette of the tubing set. It was reported that the tubing set was replaced and the therapy initiated. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found a crack in the semi-rigid adapter between the clave port and the secondary port of the cassette. Hospira has completed a formal investigation to address the issue of the device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.